Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020 . The patient was moved to a different ventilator as a result of this event. No patient or user harm was reported. The service technician reported to have re-installed the original data acquisition (da) printed circuit board assembly (pcba) and completed replacement of the gas delivery system (gds). The ventilator successfully passed functionality testing after service was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 during evaluation, the service technician noted the failure of the air flow accuracy test, which is why the motor controller (mc) printed circuit board assembly (pcba) was replaced but ultimately re-installed since the issue was not resolved. The data acquisition (da) pcba was replaced as a precaution, and the gas delivery system is still pending replacement to address this failure. The power management (pm) printed circuit board assembly (pcba) was replaced to address the 35 volt failure. The service technician also identified cosmetic damage to several parts of the enclosure, including the touchscreen and option labels. These parts were successfully replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The replaced data acquisition pcba to motor controller pcba cable was received for internal failure analysis. The cable was tested and no failures were identified.

Manufacturer narrative:
G4: 04jun2020. B4: 05jun2020. The significant event log shows the occurrence of combination of diagnostic codes that suggest a 35 volt failure. The event log also shows codes related to 24 volt failure, 5 volt failure, over voltage protection (ovp) circuit failure, and a combination of codes that suggest a serial peripheral interface (spi) bus failure. The international service technician reported to have replaced the power management (pm) printed circuit board assembly (pcba), the data acquisition (da) pcba, the motor controller (mc) pcba, and the da to mc cable; however, the newly installed mc pcba was removed as it did not resolve the problem, so the original one was re-installed. Further repair is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17nov2020 b4: (B)(6) 2020 the replaced power management (pm) printed circuit board assembly (pcba) was received for internal failure analysis. The occurrence of the reported error codes associated was confirmed during testing. It was determined that pin 7 and 9 to pin 8 (gnd) on the high-speed differential receivers (u16) on the pm pcba were internal shorted, which caused the reported vent-inoperable condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported a high tidal volume and the occurrence of the diagnostic code related to machine and proximal pressure sensors failure. The customer reported that this occurred during continuous positive airway pressure (CPAP) ventilation mode. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information was not provided. There was no report of medical intervention being required as a result of this event. The customer reported to have previously replaced the gas delivery system (gds) to address the high tidal volume and has now requested bench repair.